Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's blood glucose was high while he had previously tried to troubleshoot his insulin pump. His blood glucose was unknown at the time of reporting. He stated that he had lost confidence in his insulin pump and wanted it replaced. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.